Event description:
The customer reported that during use of this tubing set, the sensor failed at the patient end. The customer also reported that there was an injury to the patient.

Manufacturer narrative:
Investigation results: an investigation into the reported problem remains in process. A follow-up report will be sent upon completion of the investigation. The extent of patient injury and further details related to this event remain unknown despite multiple attempts to obtain this information from the user facility. In addition, comed linvatec informed the user facility of the need to return the pump used during this event.